Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the cartridge revealed that the reload was fully fired. Visual inspection of the cartridge revealed that the reload was fully fired. It was noted the trs suture on the anvil and cartridge surface was not cut. The reload was loaded into a pmv representative instrument (powered handle and adapter) for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The reload was cycled without hesitation and the trs sutures were cut. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a sleeve gastrectomy, the distal suture did not release the reinforcement material when firing. To correct the problem, laparoscopic scissors were used to cut off the reinforcement material. No other adverse events were reported.